Event description:
Event description guidant received information that this right ventricular lead dislodged within one month of the implant procedure. During the revision procedure, multiple repositioning attemts were performed; however, the lead was unable to maintain position. The lead was explanted and replaced with a new lead.